Manufacturer narrative:
Initial.

Event description:
It was reported that the device display illuminated but remained black, preventing normal operation until a mobile restart was performed, which restored function. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included remote troubleshooting and user guidance to perform a restart. Investigation of this case revealed a transient display or user interface malfunction resolved by reboot, with no further device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible malfunction consistent with a transient software or user interface anomaly.